Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance.¿ investigation into this issue is ongoing and when additional information is received, a follow-up report will be submitted to the FDA.

Event description:
It was reported that during a scarf bunionectomy procedure the surgeon stated that two drivers fractured while trying to implant a screw. The solid driver in the set was used to complete the procedure.